Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
All testing produced acceptable results, no malfunction was observed with returned meter. The customer's allegation of the memory problems was not observed during the investigation of the returned product. This case is set to not verified based on the investigation of the customer allegation.

Event description:
On (B)(6) 2012, it was reported that at 6:10 pm, the pt changed her cannula and programmed a bolus instead of priming the infusion device. At 7:53 pm the pt's blood glucose level was 7.9 mmol/l (142.2 mg/dl). She could not remember whether or not she programmed a bolus to be delivered. She looked in the history of the device and saw the bolus she programmed to prime the device and assumed she had not bolused at 7:53 pm; that is when she programmed a second bolus. At 10:12 pm her blood glucose level was 3.3 mmol/l (59.4 mg/dl). At 10:21 pm her blood glucose level was 2.9 mmol/l (52.9 mg/dl). The pt's husband brought her food and drink to bring her blood glucose levels back up. She stated that she would not have been able to retrieve the blood and drink on her own. The blood glucose monitor was requested to be returned for product eval.